Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's site irritation. No lot release records were reviewed as the product lot number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported red, irritated skin at infusion site. The skin became red, itchy and weepy with skin eruption and pustules. The wound burst open and began to bleed strongly. The patient brought himself to the hospital and was in the hospital for a short time. Wound care and a compression bandage was applied. No further information was provided.